Manufacturer narrative:
(B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. The reported dissection is listed in the xience v risk assessment (ram) as a known risk associated with coronary stenting. Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a pt with coronary artery disease was taken up for percutaneous transluminal coronary angioplasty (ptca). The mid left anterior descending artery (lad) lesion was predilated with a balloon catheter and one 3.0 x 15 mm xience v stent was deployed at 16 atm in the mid lad lesion. A good flow was achieved, but after withdrawing the stent delivery system (sds), the physician observed a flow limiting dissection proximal to the stent. Another 3.0 x 12 mm xience v stent was deployed to cover the dissection. The end result was good timi iii flow. No additional event or pt info is available.